Event description:
It was reported that this was a closure using a proglide device relative to a peripheral interventional procedure. Reportedly, a proglide device was found in the segregation room of the hospital. The device was replaced by another abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event was estimated.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and exception management system identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning updated from yes to no.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation updated from no to yes h6: type of investigation code 4114 removed, code 10 added h6: investigation findings code 3221 changed to code 114 h6: investigation conclusions code 4315 changed to code 4311.